Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was broken and the customer was not able to charge the pump. The customer had an alternate usb cable. The customer¿s blood glucose level was not impacted.